Event description:
It was reported that the 9800 system left screen intermittently goes black during high kv. This incident occurred during a procedure, but no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the interconnect cable to be defective. The cable was replaced. The system functions as intended.